Manufacturer narrative:
(B)(4). Concomitant devices included: stryker excelsio xt17, stryker transform 4x7, enpower dcb, stryker target 360xl soft 6 x 20, orbit galaxy fill 4 x 12, orbit galaxy xtrasoft 2 x 8, deltaplush 1.5 x 3, deltaplush 2 x 4, orbit galaxy xtrasoft 2 x 3. Conclusion: the device was returned for analysis. The stryker excelsior xt17 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. Located 15.0 centimeters off the distal tip of the green introducer, unreported damage of the core wire protruding outside the sheath was found. There is no mechanical sheath damage found at the protrusion site. As viewed outside the introducer sheath after coil removal, the coil¿s socket ring was pushed down inside the outer sheath which caused a loss of concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil. This also caused the articulating junction to be in a fixed position with pressure now directed into the side wall of the introducer sheath. Unreported damage of severe compression and buckling damage were found in multiple locations on the proximal end of the coil with intermittent buckling damage found intermittently on the remainder of the coil (this damage may not have been seen with the unaided eye). Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has indentation, compression and stretching damage. The exact circumstances of how and when the unreported damage occurred to the returned unit cannot be exactly determined. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the positioning difficulty and the coil being impeded inside the microcatheter with the microcatheter moving off the target site cannot be confirmed. Without the film evidence from the procedure, and without the return of the microcatheter used in the procedure; the root cause of the positioning difficulty and the coil being impeded inside the microcatheter with the microcatheter moving off the target site cannot be determined, however multiple possible contributing factors leading up to the field complaint can be determined from the evidence received. These contributing factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coils socket down inside the outer sheath, produced a portion of the coils severe compression and bucking damage, caused the delivery wire to protrude outside the sheath, and may have caused the microcatheter to move off position. These conditions may have caused the coils positioning difficulty inside the target site, the resistance inside the microcatheter, and may have moved the microcatheter off its original position. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the stryker excelsior xt17 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor was reported by the end user in the complaint event. The secondary contributing factor may have been due to distal interference and resistance caused by the narrow space, and the coils already dwelling inside the aneurysm which may have prevented the coil from fully being deployed into the target and may have caused the coil damage and the microcatheter to move off site. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an unruptured 5.5mm x 6mm x 7mm right internal carotid artery aneurysm, a deltaplush coil (cpl10015330/c32888) made a snake-like movement, and the non-codman microcatheter came off from the aneurysm. During product analysis, it was determined that the coil was compressed and stretched. During attempt to re-insert the coil, there was resistance between the microcatheter and coil. Prior to this event, 10 coils had previously been implanted into the aneurysm with balloon technique without issue. By the time the 10th coil was inserted, the volume embolization rate was over 40% and almost completely occluded. When the physician inserted the complaint deltaplush as the 11th coil into the narrow space near the neck to implant the coil, the coil made a snake-like movement, and the microcatheter came off from the aneurysm. The physician re-approached the microcatheter back into the aneurysm (the coil was kept in microcatheter). After the physician repeated this procedure several times, he experienced a strong resistance and could not push the last 1cm of the microcoil forward any further from the microcatheter tip. The coil was replaced with another deltaplush by removing it from the microcatheter, without loss of target position, and the procedure was successfully completed without further issues or delay. There were no patient injuries or complications. There had been no resistance when initially advancing the coil through the microcatheter. Although there was no evidence to indicate the cause of the resistance, the physician predicted that either the softer part of the dpu might have gotten kinked, or the microcoil might have gotten unraveled when the physician applied extra force to advance the coil upon experiencing the resistance. Also the fact that the physician was making many attempts to pack the microcoil into the very narrow space might be the contributing factor. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. No further information was available.